Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown gynecological procedure on (B)(6) 2007 and the mesh was implanted. After recovery from the procedure, the patient experienced pain, discomfort and bladder problems for the next ten years. In (B)(6) 2017 the mesh divided and some mesh was removed by surgeon. It was also reported that the patient's condition is more bearable now, although there is still discomfort, bladder problems and need for vaginal pessary, no further information is available.